Event description:
--

Manufacturer narrative:
Boston scientific received additional information that this lead was replaced. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As of today, the lead remains implanted with no revision procedure performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture was observed on this right ventricular (rv) lead. Pacing thresholds had increased, so the pacing outputs were increased. Microdislodgement was suspected but not confirmed. The patient had underlying atrial fibrillation (af). No asystole was noted, and no patient symptoms were reported due to the loss of capture. A lead revision was under consideration. No adverse patient effects were reported.